Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (1000 mcg/ml) at a dose rate of 630 mcg/day (lot number unknown). The patient's indication for pump use was intractable spasticity. The patient's pump was recently replaced on (B)(6) 2015 and the patient began getting sick on (B)(6) 2015. The onset of symptoms/change in therapy was considered sudden. In an effort to resolve the issue, the physician had called the pharmacy and the manufacturer. Drug interaction was being looked at; the pump was "turned down for overdose from the old pump to the new pump" (changed to simple continuous). The patient felt the baclofen dose was too high and the multiple boluses were not helping (flex dosing). The patient also experienced side effects of tingling, numbness (head, arms, shins, and feet), worsening of spasticity, daily vomiting, and slurred speech. The baclofen dose was steadily decreased and was currently at 425.3mcg/day (as of (B)(6) 2015). The patient's speech was less slurred and felt "more human." The patient denied any cramping or spasms and stated he felt better. History: primary lateral sclerosis (pls), spasticity, crohn's disease, sinusitis, encephalomalacia concomitant drugs: evoxac, topamax, prilosec, imuran